Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. The customer will continue to use the current pump for insulin delivery. There was no reported adverse effect to the customer's blood glucose level.